Event description:
It was reported by the patient "they had to turn off the left ventricular (lv) lead because it was shocking me up and down the left side, they turned it off for a while and thought the symptoms would go away, but when they turned it back on, it was causing the same symptoms." Additionally, the patient stated "the lv lead was left off and was having trouble with breathing after only walking three feet. The doctor suggested to have an ebr system implanted for lv pacing, which once it was finally approved, they implanted the system in (B)(6) 2025." The patient reported doing much better and breathing is improved and does not need oxygen as much at home. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.